Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for post-lumbar laminectomy syndrome reported they had lost weight since implant, but they weren't sure why. It was noted the patient also had diabetes. It was further reported since 2014 the implantable neurostimulator (ins) wasn't charging, and since (B)(6) 2015 the ins felt loose inside of the patient. It was reviewed the patient had been implanted for nine years and could be close to end of service (eos). It was noted the patient had been taking morphine. It was further reported since may of 2015 the patient had been experiencing a metal taste in their mouth. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported that the patient underwent an implantable neurostimulator (ins) replacement on (B)(6) 2016 due to battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that their implantable neurostimulator (ins) was replaced because it was defective, it wasn't doing anything, it wasn't charging and the patient felt like he was being poisoned. There were no further complications reported or anticipated.